Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records verified that the lot met all pre-release specifications. Under patient selection, treatment and follow-up in the gore excluder aaa endoprosthesis instructions for use it states: individualization of treatment: gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% oversizing). Additional devices related to this event.

Event description:
In 2009, the patient was treated for an abdominal aortic aneurysm that measured 5cm, and was implanted with gore excluder aaa endoprosthesis: angiography showed deployment of the trunk-ipsilateral leg component was lower than intended, and a type I endoleak. An aortic extender component was implanted to try and resolve the endoleak. This did not resolve the endoleak, which now was thought to possible a type iii endoleak. A fluency graft was implanted within and proximal to the aortic extender, covering the left renal artery. The endoleak persisted and another aortic extender was implanted to cover the junction of the fluency graft and the aortic extender component. The type I or iii endoleak persisted. The physician elected to monitor the patient to see if the endoleak would resolve itself. The patient tolerated the procedure. The clinical specialist present at the procedure reported that the patient's aortic proximal and distal neck diameter, consisted of three different size ranges. The trunk-ipsilateral leg component implanted in this patient had an aortic treatment range of 22-23mm.